Manufacturer narrative:
(B)(4). Batch t5a53u. Additional information requested but not received: was the device locked on tissue with the jaws closed? If yes, how was the device removed? Did the jaws eventually open? Investigation summary: the analysis found that one ec45a device was returned with no apparent damage and with one gst45b cartridge loaded in the device. The cartridge reload was received fully fired. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The event described could not be confirmed as the device performed as intended and it opened and closed without any difficulties noted. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that during a lap appendectomy, the device would not open after the second firing. The staples did not seem to have formed completely. Case completed with a combination of another device of the same product code and endoloops. A ligasure was also pulled to complete the case but did not do anything it was believed it was firing on the staples. There were no patient consequences reported.